Manufacturer narrative:
During a follow-up call on (B)(6) 2016, the cds emailed and reported that the customer is comfortable resuming the previous basal settings and will resume using the pump for diabetes management. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the contact overcalculated a bolus delivery. The customer reported that the customer did not take a reading of blood glucose (bg) level and was unable to provide a bg value. To treat bg levels, the customer consumed a candy bar. Additionally, the customer reported collapsing to the floor and was bruised. Customer alleged that the pump over delivered insulin. Tandem technical support explained to the customer that changing the pump settings and requested deliveries can cause bg levels to become altered. The customer acknowledged and reported manually correcting and calculating bolus requests without the pump. Review of the pump data logbook by tandem technical support showed changes in the customer's basal rate settings, and the amount of daily basal rate was increased during the time of the reported event. The customer reported that the customer's husband made the changes to the settings; however, did not stated if the settings were recommended by the customer's health care provider. Additionally, there were no over deliveries that were found in the pump data. It was confirmed that the clinical diabetes specialist (cds) would reach out to the customer to review pump settings. Customer acknowledged the information.